Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the bronchus during a bronchial stent placement procedure performed on (B)(6) 2025. It was reported that the inner catheter tip was damaged. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a04 is being used to capture the reportable event of tip damaged/defective.

Manufacturer narrative:
Block h6: imdrf device code a04 is being used to capture the reportable event of tip damaged/defective. Block h11: a ultraflex tracheobronchial stent was returned to for analysis with the stent fully covered and undeployed. Visual examination of the returned device found that delivery system had no damages. No other problems were noted to the stent and delivery system. Based on the available information, there is not enough information to confirm the reported event of tip damage/defective; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a ultraflex tracheobronchial stent was implanted in the bronchus during a bronchial stent placement procedure performed on (B)(6) 2025. It was reported that the inner catheter tip was damaged. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event.